Event description:
It was reported the pt's ipg was unable to communicate properly with her programmer. In addition, it was reported she was having issues charging the ipg; the ipg has not worked in 3 months. A replacement charger and programmer were sent to the pt. F/u indicated the pt was scheduled to meet with her physician for system interrogation.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.